Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Based on the provided calibration and qc data, the instrument appears to be in good condition. Analysis of the reaction monitor of the initial low crep2 result shows a reaction monitor curve that is typical for a low sample volume. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable crep2 creatinine plus ver.2 result for 1 patient tested on a cobas 6000 c (501) module. The initial crep2 result was 19 ¿mol/l with a repeat result of 251 ¿mol/l. It was unknown if the result in question was reported outside of the laboratory. The repeat result matched historical results and fits the patient's clinical picture. The crep2 reagent lot was 398912.